Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot: 40315a2058) was chosen for implant utilizing steerable guide catheter (sgc) (lot: 40415r1006). When attempting to insert the clip introducer into the sgc, the sgc lost fluid column. A replacement sgc (lot: 40415r1007) was attempted to be used with the same xtw (lot: 40315a2058), but the sgc lost fluid column when the clip was inserted . A replacement xtw 40213r1009 and replacement sgc (lot: 40415r2063) were used to complete the procedure.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.